Event description:
It was reported that during an unknown procedure no crunch was heard during the firing. The tissue was cut but the washer wasn't. All the staples were unformed. Changed to a new device to complete the procedure. No adverse event on the patient. As the patient had hepatitis, the samples had been discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.